Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the pump refill interval was every 6 months. The patient went in (B)(6) 2014 to have the pump refilled. When they withdrew the medication, ¿they withdrew almost as much medication as they put back in¿; with the patient¿s prior pump, they only drew out ¿a couple of three spoons¿. The patient stated that she had ¿groggy symptoms, kind of drunk, and couldn¿t drive¿. As of the date of this report, the patient was feeling better than she can ever remember; she was alert and was feeling better every day. The patient felt ¿frightened that the pump may not be working, might be occluded¿ and ¿frightened of going back to her doctor¿. The patient was not having any return of symptoms, and felt ¿it¿s a miracle¿. The patient said to the nurse the day of the refill ¿wow that¿s a lot of medication you are taking out of there¿. The patient didn¿t take oral medication; she did take an aspirin or tylenol or an otc (over the counter) to help. The patient felt that it was ¿kind of like a mystery¿ and wanted to know how she could tell if she was getting medication from the pump or if by some chance she was better and no longer needed the pump. On the other hand, if the patient was getting the right dose and was better, she didn¿t want to change it. The patient was wondering if maybe the pump only needed to be filled once a year. No device troubleshooting had been done. The device system was delivering clonidine, marcaine, morphine and another unknown drug. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported the patient may want to have the pump taken out or get an MRI to see what was wrong. The patient didn't think it was doing what it was supposed to. The patient also reported the pump was "floating" again doesn't think it's putting anything out. The patient was also unhappy with current hcp and was seeking a new hcp. Additional information later reported that per the patient the pump needed to be removed asap, it no longer worked after the new pump was put in a year ago. Per the patient they had 2 drug test and they show the pump was not working. The surgeon that "installed" the pump won't touch it until the pain management hcp gives the ok. The patient had 3 more weeks before they would see the pain management hcp. The patient stated it was "swollen, flipping up and down, very very red."

Event description:
It was later reported that the patient was still having concerns with the device/therapy but had not sought further help.